Event description:
It was reported that the patient was diagnosed with an infection at the ipg site. As such, the system was explanted to address the issue and the patient was given oral antibiotics.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the full system was explanted to address the issue.